Event description:
It was reported that the bd phaseal¿ drug vial access device experienced flow issue. The following information was provided by the initial reporter: this is a report about a flow issue of the protector p55. According to the customer's report, during the anticancer agent (abraxane) preparation, the hcp attempted to administer saline but it did not flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary sample received by our quality team for investigation. Upon visual evaluation, the tip of the protector spike is observed to be bent. A device history review was performed for the reported lot 2204114, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Five retained samples of the same lot were used for additional evaluation. The retained samples along with the unused product returned were inspected and no damage to the protector spikes was observed. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. While we could not identify a direct issue, it was determined the damage likely occurred during the assembly process when the piece moved between machines.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ drug vial access device experienced flow issue. The following information was provided by the initial reporter: this is a report about a flow issue of the protector p55. According to the customer's report, during the anticancer agent (abraxane) preparation, the hcp attempted to administer saline but it did not flow.